Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) university a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had an "iab" alarm and needed maintenance. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10 additional information: event site postal code: (B)(6), event site telephone: +(B)(6) a getinge field service engineer (fse) explained that the hospital reported that the equipment alarmed "iab" during use and required maintenance. It is currently waiting for repairs and no injuries occurred. The device was not repaired. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it. H3 other text : the device was not repaired.